Manufacturer narrative:
This device has not been returned and therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident. However the lead was returned and analyzed.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited high pacing thresholds. Five days later the patient reported that they experienced xiphoid pain during pacing from the device. The lead was interrogated and revealed that thresholds had risen further and pacing impedances had decreased from 700 ohms to 318 ohms since implant. The decision was made to perform an elective revision procedure and implant a new epicardial pace/sence lead. During the revision the physician noted that the implanted implantable cardioverter defibrillator (ICD) had no pace/sense adapter. The physician elected to replace the device and expressed that the procedure took longer than expected due implantation of an additional shock lead and the removal of the existing device having no adapter for the connector. No additional adverse patient effects were reported. The device and lead will be returned for analysis.

Manufacturer narrative:
To date, the explanted device and lead have not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.